Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and inappropriate automatic mode switch (ams) was noted on the right atrial (ra) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.